Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had her ins replaced in february because the ins had shifted from the back of the spine.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. The reason for call was the pt reported they noticed since probably a month the implanted neurostimulator (ins) battery seems to now move in different/various positions and is very sensitive to the touch. Pt explained they had been sick where they lost weight which had caused the battery to shift a little bit. Pt also said they had a really bad reaction from a medication given to them which had made the implant area more tender. Pt described the battery moved from the right side to the middle of their back. Pt stated there was a little lump in the middle of their spine which was also painful (even more so than the device moving). Pt said they have had so many back surgeries so it has been difficult to manage their pain & b/c they have so many health issues they may not notice one pain b/c of another pain. The patient was redirected to their healthcare provider to further address the issue. Managing hcp: pt said they no longer see dr. Kasow who did the procedure due to complications. Pt now follows up with spine doctor (B)(6) with resurgens orthopaedics & dr. (B)(6) for pn mgmt. Pt mentioned dr. (B)(6) wants to scheduled testing to see what is going on but that has been difficult b/c of other health issues & the doctor needing to be present plus the office is short staffed. Pt wanted to know if it was possible to have a mdt field representative present for when the appointment is arranged. Pss reviewed contacting their physician's office to ask for help in coordinating an appt to meet with the rep for upcoming visit. The patient's relevant medical history included them stating they have lupus, fibromyalgia & rheumatoid arthritis (pt also mentioned a disease but pss could not understand what pt said).redirected caller: patient's hcp.